Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) level was 50 mg/dl. Cause was not known. Customer addressed low bg by drinking orange juice. Customer reloaded the cartridge and successfully resumed insulin delivery.